Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the wires were removed. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for urge incontinence it was reported that when trying to change to the left side, the controller read setting not available. Then it was noticed that both lead wires were broken and stated they were not just connected to the external neurostimulator, the thin wires were broken. It was stated that patient tried not to bend but its hard not to and the wires are so thin. It was noted that the wires were then just set up to the belt. The patient was advised to contact their healthcare professional. There were no further complications or anticipations reported with this event.